Event description:
It was reported that during the index procedure to treat a thoracic aortic aneurysm measuring 68 mm, the stent graft vamf3838c200te captivia was intended to be implanted. There was great resistance when rotating the blue handle during stent graft deployment, it was attempted to rotate it hard with great force and it could be rotated, and the handle repeatedly slipped , preventing normal deployment of the stent graft. The slider did rotate but the graft cover at the front of the delivery device did not move backwards and the stent could not be deployed. Repeated rotations failed to deploy and attempts at using the trigger for quick deployment werealso unsuccessful. The stent graft system was withdrawn and replaced with a different model to complete the procedure. Per the physician the cause of the issue was user error but it confirmed the IFU was followed when attempting to deploy the stent. The delivery system was inspected before use and appeared normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis conclusion: the reported deployment/expansion issue of the valiant captivia stent graft could not be assessed on the pre implant film received; therefore, a cause can not be established. Lack of provision of procedural angiograms showing the attempted deployment of the stent graft means that the reported deployment issue cannot be assessed. Lack of full pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the delivery system had been deconstructed prior to receipt of the device. The screwgear was broken and the proximal handle was not received alongside the device. The tip was detached on receipt of the device the stent graft had been deployed and fenestrated prior to receipt of the device. A bend was evident to the tip capture peek tubing. Slight deformation was evident to the graft cover immediately distal to the metal hypotube. No other deformation evident to the remainder of the device. Additional information received: it was reported that stent graft fenestration was performed prior to use in the patient. It was confirmed that the handle disassembly technique was attempted while the delivery system was inside the patient, but the stent was not completely deployed. The physician was unfamiliar with the technique, and the operation did not proceed efficiently. Out of concern for the patient's safety, the customer decided to discontinue the handle disassembly procedure. It was noted that the stent failed to deploy properly both inside and outside the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.